Event description:
It was reported that during the use of bd vacutainer® sst¿ blood collection tube, the customer noticed a lot of fibrin filaments in unspecific number of tubes. No patient impact reported.

Manufacturer narrative:
(B)(6) g4: PMA/510(k)#: one additional code applies; k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during the use of bd vacutainer® sst¿ blood collection tube, the customer noticed a lot of fibrin filaments in unspecific number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination additive and gel defects and no issues were observed relating to fibrin as all samples met specifications. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
The following fields have been updated with additional information: h11 updated after photos were received. Investigation summary - bd received three photos for investigation. The analysis of these photos shows red cell hang up on the side of the tube wall. Additionally, a visual inspection was conducted on 30 retained samples for additive and gel defects, and all retained samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of august 2024. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode: red cell hang up. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that during the use of bd vacutainer® sst¿ blood collection tube, the customer noticed a lot of fibrin filaments in unspecific number of tubes. No patient impact reported.